Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity and was emitting beeping tones. A request was made to have data from this device analyzed. Data analysis showed the low voltage was valid, and battery appeared to be depleting more quickly than expected due to increasing power consumption in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. The boston scientific technical services (ts) consultant discussed that the beeping tones were linked to the code message. The patient had been in the emergency room. Device replacement was recommended. Additional information indicated that this ICD opted to be reevaluated in ninety days. As of this time, this ICD remains in service. No additional adverse patient effects were reported. Additional information indicated that this ICD was explanted, replaced with the same model and will be returned for analysis. No leads were explanted as lead testing values were appropriate. The boston scientific ts consultant advised to continue normal doctor appointments, device follow-up and monitoring.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity and was emitting beeping tones. A request was made to have data from this device analyzed. Data analysis showed the low voltage was valid, and battery appeared to be depleting more quickly than expected due to increasing power consumption in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. The boston scientific technical services consultant discussed that the beeping tones were linked to the code message. The patient had been in the emergency room. Device replacement was recommended. Additional information indicated that this ICD opted to be reevaluated in ninety days. As of this time, this ICD remains in service. No additional adverse patient effects were reported.